Event description:
During hysteroscopy iud removal procedure the lower jaw of the forceps broke off and fell int he pt. The piece was flushed out of the pt while saline was being used. Scissors were used to finish the procedure. No pt injury was reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.